Manufacturer narrative:
The following information was known at the time of initial report and inadvertently not included: surgeon believes that he had trapped some tetracaine in the suction port since the patient had complained of discomfort and he added tetracaine and did not dry gutter prior to reapplying the suction ring. The patient had a small eye and so the fluid was caught in the suction port. Upon applanation, it was not obvious. The meniscus was outside of the yellow overlay. However, once the raster pattern began, the pattern appeared lighter, but still was not obvious. As the doctor attempted to lift the flap, it was very difficult to dissect the bed. Another surgeon was also present and attempted to lift the flap with no success. They only were able to create a small pocket near the hinge, but then decided to abort and leave the flap intact. It appears it may have been thin, as a result of the fluid. Applications support manager discussed the importance of drying excess fluid from the eye prior to applying suction. All other cases went well. Additional information: application support manager spoke with surgeon and he stated patient is doing well. No loss of best corrected visual acuity. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
An abbott medical optics (amo) application support manager (asm) was informed that a laser vision correction patient had a retreatment to re-lift the flap. A brief description from the surgery center indicated the initial laser treatment was aborted due to difficulty in lifting flap. The patient was rescheduled to complete the flap lifted. At the 2nd attempt to re-lift the flap, the surgeon could not lift 1/3 of the flap. The patient will be rescheduled a third time for a photorefractive keratectomy (prk) treatment. The surgeon is unable to explain the exact cause of the difficult lift. There is no loss of best corrected visual acuity reported.